Event description:
The reporter indicated that a 13.2 mm vticmo13.2 implantable collamer lens of -13.5/2.5/073 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. Cause of event was unknown.

Manufacturer narrative:
H6 - device code 1494: off-label use (under 21yrs of age at date of implant). Claim# (B)(4).